Event description:
General report received of an undocumented number of incidents with the clave extension sets, where the tubing "ruptured" during contrast injections. The clinician had no specific patient or event date on the incidents. It was reported that the facility has been experiencing problems with the extension sets splitting for approximately a month. The splits are reportedly occurring in the center of the sets. The facility uses the medrad injector with omnipaque 300 contrast. The setting ranges are 1.5cc to 30cc/second. The total volume to be infused range from 100cc's to 300cc's. It was reported that in none of the incidents has there been any patient harm or adverse patient event. There was no report of blood loss or bleed back. The reporter states that the department has not had to repeat any scans, although some were performed with limitations. Although requested, no further information was available.